Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 10 mg/ml at 5.807 mg/day via an implantable pump. It was reported that a motor stall occurred on (B)(6) 2016 at 7:05 am. The patient heard the alarm, called the clinic, and came to the hospital. There were no withdrawal symptoms reported or observed. At the patient¿s last visit in (B)(6), the patient was complaining of increased pain; nothing was done at that time. The hcp did a catheter access port test on (B)(6) 2016, and found that the catheter was not patent. The patient was scheduled for surgery and hospitalized. The patient was given morphine 17 mg/day intravenously. The pump and catheter were replaced on (B)(6) 2016. It was noted that the pump issue was not resolved, but the catheter issue was resolved. The patient status was alive ¿ no injury.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis of the catheter revealed the catheter body had dark residue occlusion in the dispensing holes which was noted as event related. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.